Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, post-operatively the patient developed "serious problems some of the problems include pain, mental anguish and the fear that I will have to undergo add'l surgeries."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with mixed spondylolisthesis and underwent the following procedure: posterior instrumentation and fusion from l4-s1 using local bone and large bone morphogenic protein. As per operative notes, ¿ rods were placed in the head of the screws. The set nuts were tightened down to 110 torque. Wound was copiously irrigated. Autograft over 50 milliliters was used, half on the left side and half on the right-hand side with a large rh-bmp/2acs spread equally as well into the lateral gutters and over facet joints that had been decorticated in the pars interarticularis.¿ patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.